Event description:
On 5/25/99, the facility's director, purchasing informed the distributor's sales rep that problems was encountered with this device. The distributor's sales rep requested him to complete a product complaint report (pcr) form and fax it to the MFR. On 5/25/99, the MFR received the completed report that states the following: the device flushed well with heparin prior to insertion in the pocket of pt's chest. Once connected to the catheter coming from the subclavian, the device would not allow you to draw blood from the pt. The blood would readily come back from the catheter, but once connected to the device, it would not allow you to draw blood from it. It was tried repeatedly by the surgeon. He demanded another device which was delivered to the sterile field, connected to the catheter and you could easily draw blood from it. The surgeon was satisfied and the incision was closed. He demanded that the device in question be labeled defective and returned to the MFR for credit. No further details were provided.